Event description:
Patient (h.t.), a peritoneal dialysis (pd) patient, reported that her catheter broke. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).